Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no damage to the suction channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [suction check] 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and visually and by hand check that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope's angulation knob was loose. The device was returned for evaluation. During examination, foreign material was found in the forceps/instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. According to customer response, the customer cleaned and sterilized the device before return to olympus medical. The instrument channel was wiped with clean lint-free cloths/brushes/sponges. The customer confirmed they cleaned the instrument channel, channel port and suction cylinder. Customer does not know how or when foreign material would have been introduced; they report no abnormalities in reprocessing accessories. Customer could not confirm whether there was a reprocessing delay.

Manufacturer narrative:
The device was returned for evaluation. During examination, foreign material was found in the forceps/instrument channel. The reported issue (angulation knob loose) was confirmed. The angle wire was worn and elongated; this allowed for excess play of the up/down knob and made the "up" direction out of specifications. In addition, the suction cylinder had foreign material/residual liquid; the bending section cover was scratched; the bending section cover adhesive was cloudy; the universal cord was scratched; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.